Event description:
Good faith attempts were made for the product to be returned for analysis. Thus far it has not been returned.

Event description:
A consultant reported that a site's handheld had a sql error. The handheld is being returned for analysis. At this time it has not been returned.

Event description:
The site's handheld was returned for analysis. An analysis was performed on the returned handheld. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.